Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis/occlusion is listed in the biomimics 3d instructions for use. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
There is no evidence to suggest the device caused or contributed to this event. The patient was enrolled in the (B)(6) study on (B)(6) 2018. The patient had one biomimics 3d vascular stent implanted at index procedure on (B)(6) 2018 to treat a de novo occlusion of the superficial femoral artery (sfa) distal third to proximal popliteal artery of the left leg. On the (B)(6) 2020 a restenosis of treated vessel (target vessel) was identified. This was a stenosis of the distal end of the stent. It required a percutaneous intervention which included a target lesion revascularisation (tlr) of the treated segment. This included drug coated balloon / drug eluting balloon. The outcome is described as resolved and the patient has recovered and the device remains implanted.